Event description:
As reported through the (B)(4) trial, the patient went into temporary 3rd degree heart block post successful deployment of a 23mm sapien transaortic valve, and was then paced at 80bpm. Post tee evaluation revealed zero pvl and zero central ai. An angiogram was then performed revealing that both the lca and rca were patent. It was also hemodynamically noted that the patient had a 40mm/hg mean gradient. This gradient was attributed to a combination of the small lvot, and a thick hyper dynamic lv. Pacing was turned off and revealed that the patient was in second degree heart block. Some neosynephrine was also given for vasoconstriction, and the mean gradient improved to 20mm/hg. Volume was not an option for this patient due to the cvp being 20. An epicardial pacing lead was placed due to temporary 3rd degree heart block and continued 2nd degree heart block. The apex was closed in the usual surgical fashion. The patient left the or intubated and in stable condition.

Manufacturer narrative:
The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known potential complication after the transaortic heart valve procedure. The exact cause for the reported heart block in this case cannot be confirmed, however, according to the literature and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). No additional actions are possible at this time.